Manufacturer narrative:
Literature citation: breel j, wille f, wensing a, et al. A comparison of 1000 hz to 30 hz spinal cord stimulation strategies in patients with unilateral neuropathic leg pain due to failed back surgery syndrome: a multicenter, randomized, double-blinded, crossover clinical study (halo). Pain ther. 2021.10.1007/s40122-021-00268-7. Date of event: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: 37714, lot#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: 37714, lot#: unknown, product type: implantable neurostimulator. Product ID: 37714, lot#: unknown, product type: implantable neurostimulator. Product ID: 37714, lot#: unknown, product type: implantable neurostimulator. Product ID: 37714, lot#: unknown, product type: implantable neurostimulator. Other applicable components are: product ID: 37714, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: the authors hypothesized that the pain suppressive effects of 1000 hz and 30 hz spinal cord stimulation (scs) strategies are equally effective in patients with chronic, neuropathic, unilateral leg pain after back surgery. It was ultimately concluded that the hypothesis regarding the effect of 1000 hz and 30 hz stimulation strategies on pain suppression was confirmed. Both stimulation strategies led to a large, sustainable, clinically relevant pain suppression and improvement in quality of life. Reported events: one patient experienced a soft tissue infection. The patient¿s system was explanted. Four pocket problems were reported that were resolved operatively.